Event description:
Related manufacturer reference number: (B)(4). It was reported, that the patient presented for a follow-up in clinic. It was noted, that the right atrial (ra) lead exhibited noise over-sensing. Which resulted, in inappropriate mode switch. The lead was explanted and replaced. During the replacement procedure, the right ventricular (rv) lead was dislodged, as it was in the same narrow channel of the scar. Manipulation of ra extraction sheath interfered with the rv lead. The lead was not used and replaced, during procedure. The patient was stable.